Event description:
Heart cath via right radial using 6f x 23cm cook flexor sheath, terumo 260cm glidewire, 6 f multipurpose diagnostic catheter. Pt was readmitted 12 days later with signs and symptoms of infection. Patient required antibiotics and warm compresses.